Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. The customer administered a manual injection to address elevated bg level. Reportedly, customer reverted to manual injections for insulin therapy.